Manufacturer narrative:
Patient age reported as 40¿s, weight reported as approximately (B)(6). Date of non-union and screw breakage is not known. Date of implant reported as two months prior to revision. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. Concomitant cortex screw partial part number 214.8xx. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a basilar femoral neck fracture with dhs (dynamic hip system) hardware approximately 2 months prior to revision. Patient was implanted with a plate, lag screw and two 4.5mm cortex screws. It was noted on an unknown date that one of the 4.5mm cortex screws (distal) had broken and patient had a non-union. Patient underwent revision surgery to remove the dhs hardware on (B)(6) 2017. All hardware was removed. Patient was not revised to additional hardware. Procedure was not completed as intended, as patient sustained a 4-part proximal femur fracture during this procedure. The events of this procedure are addressed in (B)(4). Patient was returned to surgery on (B)(6) 2017 and revised to a total hip arthorplasty along with a trochanteric re-attachment device (implant with pre-assembled cables) and two 14mm ti large fragment screws and two cables with t25/t15 cerclage buttons to repair the 4-part proximal femur fracture. The fracture was reconstructed without issue or surgical delay. The patient was not revised to a 130 degree blade plate as originally indicated in the previous surgery. The procedure was completed successfully and the patient was reported as stable. Concomitant medical products: 135 degree dhs plate (part number 281.102, lot number unknown, quantity 1); dhs/dcs one-step lag screw (part number 280.285, lot number unknown, quantity 1); and 4.5mm cortex screw (partial part number 214.8xx, lot number unknown, quantity 1). This report is for one (1) 4.5mm cortex screw this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Updated information incorrectly reported in this complaint. This complaint addresses the broken screw and non-union which led to the revision procedure only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a basilar femoral neck fracture with dhs (dynamic hip system) hardware approximately 2 months prior to revision. Patient was implanted with a plate, lag screw and two 4.5mm cortex screws. It was noted on an unknown date that one of the 4.5mm cortex screws (distal) had broken and patient had a non-union. Patient underwent revision surgery to remove the dhs hardware on (B)(6) 2017. All hardware was removed. Patient was not revised to additional hardware. Procedure was not completed as intended, as patient sustained a 4-part proximal femur fracture during this procedure. The events of this procedure are addressed in (B)(4).